Event description:
Weld broke between stem & ball. Ball stayed in cup and stem disassociated. Problem was suspected 10-20-99. Implanted in late 1981 or early 1982. Revised in 1999. Pt was getting up from a swing when he heard a pop and felt pain. Also a recent stroke pt.